Event description:
It was reported that a patient with this pacemaker underwent an unrelated surgical procedure at a hospital in which oversensing of electromagnetic interference (emi) was observed during the procedure. The oversensing of emi noise led to pacing inhibition with greater than two seconds of asystole. The minute ventilation (mv) feature was also disabled, and after the procedure, the patient felt shortness of breath and needed mv programmed back on. The pacemaker remains in service and there were no additional adverse patient effects reported.